Event description:
The customer's husband stated that the customer was treated in the emergency room for blood glucose levels over 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. It was also stated that the customer was taking antibiotics for an infection. The customer also wears the infusion sets for more than three days on occasion. Advised that a tubing clamp would be sent and instructed to call back to perform the high pressure test. Explained that infusion sets should be worn for two to three days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.